Event description:
Patient became agitated with tachycardia, hypertension, and fever. Later, a leaking PICC line was discovered, which had allowed loss of sedation meds, possibly allowing patient to enter withdrawal. PICC line was replaced with single lumen catheter for remainder of therapy. This model PICC line has been observed to leak several times within the past year. Staff believes catheter will often leak after two weeks of use, but this one developed a leak after only 24 hours.======================manufacturer response for PICC catheter, bd l-cath PICC dual lumen catheter======================manufacturer's rep affirmed that cause of repeated leaks has been identified as inadequate glue bond where tubing joins to molded bifurcation. Redesign is in progress.